Manufacturer narrative:
No device identifiers were provided. The hydrus microstent remains implanted in the patient in good position. Persistent iop elevation, persistent iritis, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The following new information was provided to ivantis on (B)(6) 2020. The patient's preoperative iop was 20 mmhg with a best corrected visual acuity (bcva) of 20/30+2. The hydrus microstent was implanted on (B)(6) 2020. The surgeon reports that the patient experienced rebound iritis in both eyes whenever the topical anti-inflammatory medication was discontinued. At the postoperative examination on (B)(6) 2020, the patient's iop increased to 30 mmhg (on maximal iop-lowering medications, topical and systemic); at this visit the slit lamp examination revealed trace cells. On (B)(6) 2020, the patient's iop remained unchanged at 30 mmhg (on maximal iop-lowering medications, topical and systemic) with lingering inflammation and 20/40 bcva. Due to the patient being on maximal medications, the surgeon implanted a xen gel stent on (B)(6) 2020. The patient was examined on (B)(6) 2020 and the hydrus was in good position and his iop decreased to 17 mmhg and 13 mmhg (on 1 iop-lowering medication). The surgeon reports iop elevation and inflammation in the patient's left eye which also has a hydrus microstent implanted. This report is for the patient's right eye. Refer to MDR #3007683266-2020-00019 for the patient's left eye.

Manufacturer narrative:
The microstent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A male patient underwent cataract surgery in combination with hydrus microstent implantation approximately 4 months ago; surgery was uneventful. The surgeon reports that the patient has been experiencing low-grade iritis in the operative eye. The early postoperative visits were uneventful and the microstent is well positioned in schlemm's canal. However, the iritis returns whenever the topical anti-inflammatory medication is discontinued. There is no loss of best corrected visual acuity, no corneal edema or cystoid macular edema, and intraocular pressure is controlled. The patient did not have preexisting chronic iritis; however, his medical history includes a heart transplant and use of anti-rejection medication (systemic immunosuppressant therapy). At this time, the patient is asymptomatic (topical nsaid medication re-initiated) and the surgeon plans to monitor the patient. Additional information has been requested.